Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received from rep that patient's weight was 166lbs and that the cause of the issue is unknown. Rep also mentioned that the there has been no scheduled date for revision and that the future plans are unknown.

Event description:
Additional information was received from the patient. The patient (pt) called back stating they had difficulty getting the implantable neurostimulator (ins) to charge. Pt mentioned that the recharger was recently replaced. Pt stated they're waiting for surgery to replace the ins. Pt mentioned that when they charge the ins, the controller says that 'it can't charge' and saying about the battery in the controller but pt can't remember the exact message and they were in their '4th hour', they only got 30% on their ins and charged the controller 4 times. Pt said they tried aa batteries, but the controller won't let them charge the ins. Agent reviewed information. Pt said they only saw the message once and the message said something like 'charger batteries failing'. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. Pt said they've been in intense pain, and the stimulator is the only thing they do for pain and for 'muscle' relax. Pt also said they're waiting for 9 months to get the ins replace and further back surgery. Pt mentioned their rep approved their doctor to do the surgery. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller. Agent had pt to clean the connection pins and start the ins charging session. Pt said they saw the battery low replace controller batteries soon message. Agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. Agent sent a request to replace the controller.

Manufacturer narrative:
Additional information has been captured in b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that patient (pt) said the healthcare provider (hcp) is going to do a revision on their implantable neurostimulator (ins) because for some reason its moving around a bunch. This could be related to the charging issue, but pt says the rep wanted them to try a new recharger telemetry module (rtm) first. Pt said they have lost a lot of weight. A request was sent to repair dept to replace the rtm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). Rep did not have the equipment with. Patient was present at the time of the call. The reason for call was patient was having trouble charging the implant. The rep looked up the report and provided an example, one day, the patient charged for 2.1 hours and the implant only went to 30%. On all charging sessions since a month ago, patient had excellent connection but never got to 100%. It took patient 2.9 hours to go from 10% to 40%. Patient was getting excellent recharge quality. The issue started at least a month ago, and had been going on for 4 years because patient had 5 different rechargers in 4 years (see 707263427, 705385179). Patient also had 3 controllers in the past as well. Representative did not see any damage in controller port. Patient did not have the recharger with.

Event description:
Additional information was received from the manufacturer representative (rep), rep mentioned that replacement with pocket revision has been scheduled for (B)(6) 2026 and they will be mailing the instrument once the surgery is completed. Also, when asked about patient needing a back surgery 4 years ago rep mentioned that they are unaware of additional surgeries needed or planned. Additionally rep stated as of (B)(6) 2026, patient has not received the replacement controller battery she was expecting. These information been confirmed/provided by the physician.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Section b2, h1 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stated that they received a controller but without the battery pack. They mentioned that they should also have a battery pack because their device was not working. Patient stated that they used their old battery pack and mentioned that it took them 3- days to recharge the implantable neurostimulator (ins). Patient mentioned they will have a new implant on thursday and they need a new battery pack on their controller. Patient mentioned they called manufacturer representative (rep) before calling in and while on the call rep called them 3 times. Patient made a comment that they needed a back surgery 4 years ago. Patient confirmed that when they charge the controller to ac power cord it charges to 100%. Agent reviewed information and redirected to healthcare provider (hcp) and rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the incomplete and slow recharge was not determined. Ps was to reach out the following day to get sn information from her current charging paddle so they could send her another replacement. Ps made outbound call to patient, they did not answer, left a vm. Patient was to contact rep if that did not resolve the charging issue. Unknown if the issue is resolved.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating that replacement with pocket revision has been completed and customer discarded the ins.